Event description:
Pt presented to emergency on the event date after receiving 13 high voltage shocks from the concomitant ICD, delivered at rest. Upon interrogation, stored electrograms showed noise and periods of extremely low signal voltage. A lead fracture was anticipated, the replacement procedure was scheduled 7 days after the event date and a new lead inserted at the time. The original ICD was reattached to the new lead and the electrogram was flat. All connections were checked to rule out cable issues, and a new ICD was then attached to the lead. Clean electrograms were obtained following implantation of a new lcd.